Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 2 mg/ml at 0.1 mg/day via an implanted pump. It was reported that it was asked but unknown when the event/difficulty occurred. It was reported that the patient had the pump and catheter explanted on (B)(6) 2025 due to infection after system implant on (B)(6) 2025. A new pump and catheter were implanted on (B)(6) 2025. The issue was resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.